Manufacturer narrative:
At the time of this report, the device is not being returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
Performance report, no device is being returned during f-tul procedure, inner coating of the access sheath was torn/ripped. The problem happened after 95 minutes into the procedure, the user noticed this damage immediately and removed the coating with forceps, the intended procedure was completed, no fragments fell off and no patient injury reported.